Manufacturer narrative:
(B)(4). Batch # ni.

Event description:
It was reported that during an unknown procedure, the device was pulled and they would not reverse. Unknown if the device fired, the reverse would not work and it is unknown how the device was opened and removed from the tissue. A like device was used to complete the procedure with no patient consequence. There is no further information at this time.

Manufacturer narrative:
(B)(4). Batch # m55503. The analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45w cartridge reload was received loaded on the device unfired and in good visual conditions. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The reverse button force worked as intended.